Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: chipped light guide bundle. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined as it was not reproduced. The definitive root cause of the additional finding could not be determined, however, it is likely physical impacts and similar damage led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party? Corrected fields:g2 - report source.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image flickering during service/maintenance. There were no reports of patient involvement.